Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during service/test (cust) for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cannula would only receive half of the length of the endoscope. User withdrew the endoscope and attempted re-insertion of endoscope, but again it would only insert halfway into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected: describe event or problem; patient codes. Corrected reflect the correct information. Corrected "no consequences or impact to patient" to "no patient involvement". Internal complaint number: (B)(4). Autonumber : # (B)(4).

Event description:
The hospital reported that during service/test (cust) for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cannula would only receive half of the length of the endoscope. User withdrew the endoscope and attempted re-insertion of endoscope, but again it would only insert halfway into the cannula. A replacement device was used to complete the procedure. No patient involvement.